Event description:
On (B)(6) 2014 the pt called to report that he/she had a corneal abrasion. After multiple unsuccessful attempts to collect additional information, the pt returned a phone call on (B)(6) 2015 and advised that he/she experienced a corneal ulcer (B)(6) 2013. The pt advised that he/she went to the ER initially and was advised that the ¿contact lens (cl) fit was incorrect.¿ the pt advised that he was given eye drops at the ER and was seen in follow-up by an ophthalmologist. On (B)(6) 2015 a call was placed to the pt¿s treating ecp and the pt¿s medical records were requested. On (B)(6) 2015 the pt¿s medical records were received and reviewed. Date of visit: (B)(6) 2014. Reason for visit: emergency visit ¿ corneal ulcer ¿ os. Soft contact lens, extended wear. Hpi: cc: f/u corneal ulcer os. Since last visit; improving. Severity: moderate; quality: scratchy; quality: watery; associated symptoms: ocular redness; associated symptoms: eye pain. Ocular meds: vigamox 0.5% opth. Solution 1 drop q2 hours os. Va os: sc 20/200 ph 20/30; iop app os: 13. Rx: wears os: 1 day acuvue moist: -2.75, -0.75, @ 180.

Manufacturer narrative:
(B)(4).